Event description:
It was reported a patient underwent a right total knee arthroplasty. Approximately 4 months post implantation, the patient underwent manipulation under anesthesia due to pain, stiffness, and limited flexion. After the surgery, the patient continued to improve and has gained full range of motion. All implants remain in place.

Manufacturer narrative:
(B)(4). It was reported a patient had a total knee arthroplasty. Subsequently, approximately four months later, underwent a manipulation under anesthesia due to pain, stiffness, and limited flexion. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthopaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00253.